Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
Document received alleges an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. It was reported that the pt was admitted to the hospital for an omentectomy and tube colostomy. While hospitalized, the pt received an unspecified volume of heparin lock flush solution usp 100 units/ml (exp date: 03/01/2009) for an unspecified indication. After an unspecified length of time, the pt experienced an unspecified adverse event. It was not reported if any medical intervention was required or if the pt recovered from the unspecified adverse event. No additional info was provided.